Event description:
It was reported during an lar procedure, when closing and opening there was no problem before using. At the first firing, the doctor held the tissue and closed the jaw. Then he tried to start over, but the jaw did not open. Moreover, he could not fire as well. So he opened the jaw with manual release button. After replacing the cartridge, the device was used properly. However, the same event occurred during the fourth firing. Another device was used to complete the case. There were not adverse consequences to the pt.

Manufacturer narrative:
Damaged shrouds. Evaluation summary: the analysis results found that one device was returned with the 3-stroke indicator disk damaged and with the handles open. No reload was returned for analysis. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. While no conclusion could be reached as to how the indicator disk and the handles became damaged, please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.